Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of administration of inappropriate shock due to noise resulting in oversensing from insulation damage was confirmed. As received, a complete lead was returned in one-piece. Visual examination found an external insulation abrasion breaching the ring electrode cables lumen consistent with friction to the device can. One of the ring electrode cables was found to be abraded through. The cause of the reported events was isolated to the exposed ring electrode cable at the abrasion zone. Visual and x ray examination did not find any other anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in administration of inappropriate therapy was noted on the right ventricular (rv) lead. Then during the lead revision procedure, insulation damage was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.